Event description:
It was reported that a physician was attempting an intervention of the superior mesenteric artery via a cook ansel 1 6fr introducer sheath and the stent was dislodged from the balloon at the valve of the sheath prior to passing through. No harm came to the pt.

Manufacturer narrative:
Engineering analysis: the device was not returned; therefore, a complete investigation could not be performed as the balloon could not be inspected to ensure the witness lines of the crimped stent were visible (when the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon). The details provided indicate that the stent was dislodged at the valve of the cook introducer sheath, but it was not returned and an inspection for damage and a dimensional analysis could not be performed. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery sys to be passed through the labeled introduced sheath, ability to deploy the stent at nominal pressure (8atm), ability to withdraw the deflated balloon catheter back through the labeled introducer sheath, ability of the delivery sys to withstand 10 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures, balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm), manifold to shaft tensile testing. Samples when tensil tested must not break or separate below 3.37 llbs. Results: all qual inspection samples passed this final inspection. All catheters were passed through a 7fr introducer sheath prior to stent deployment without any issues regarding the inability of the device to pass through the introducer sheath or stents dislodged while advancing. Conclusion: based on the details of the reporting event and the successful lot qualification testing atrium can find no fault with the device or the lot in question.